Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the battery compartment side and was hospitalized for high bgs/dka found on (B)(6) 2024. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2024. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged blank display, battery cap contact missing/damaged and was hospitalized for high bgs found on (B)(6) 2024. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2024. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024, (B)(6) 2024, 2024 and (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 02-jan-2024, 05-jan-2024 and 25-jan-2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 25-jan-2024 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event dates of 02-jan-2024 and 05-jan-2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 02:49:08.000, (B)(6) 2023 02:59:00.000, (B)(6) 2023 02:59:00.000, (B)(6) 2023 21:56:01.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 13:47:00.000 (B)(6) 2023 13:57:00.000 (B)(6) 2023 06:19:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 14:19:00.000, (B)(6) 2023 14:29:00.000, sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 22:15:26.000, (B)(6) 2023 22:25:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on (B)(6) 2023 18:56:00.000. Replace battery alert was recorded and found in the formatted history file on (B)(6) 2024 04:27:00.000. (B)(6) 2024 04:37:00.000. Insert battery alarm was recorded and found in the formatted history file on (B)(6) 2024 04:38:15.000. (B)(6) 2024 04:39:58.000. (B)(6) 2024 04:40:07.000. (B)(6) 2024 04:40:11.000. (B)(6) 2024 04:40:18.000. (B)(6) 2024 04:40:51.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on (B)(6) 2024 04:39:57.000. (B)(6) 2024 04:40:04.000 .(B)(6) 2024 04:40:09.000. (B)(6) 2024 04:40:17.000. (B)(6) 2024 04:40:49.000. (B)(6) 202404:50:00.000. Power loss alarm was recorded and found in the formatted history file on (B)(6) 2024 04:51:20.000. (B)(6) 202404:51:28.000. Pump error 23 alarm was recorded and found in the formatted history file on (B)(6) 2024 04:51:03.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed batt alert/battery failed alarm, low battery alert and replace battery alert were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed on for more than 10 minutes. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer recharge nickel-metal hydride battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Blank display was not confirmed. Battery cap contact missing/damaged was not confirmed. Cosmetic damage was confirmed at the battery compartment side of the pump. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for pump/transmitter communication anomaly was not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. The customer reported that pump has a damage. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the ems. It was unknown if the customer was using the pump within 48 hours of the reported event. Unknown whether the auto-mode feature was active or not. No further patient complications were reported. It is unknown whether the customer will discontinue to use the device and the insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.